Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system. (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 184 mg/dl (compact plus) and 428 mg/dl (possible aviva meter). Customer was having symptoms of stumbling and glazed eyes. Customer was incapable of self-treatment; customer's brother treated him with 12 units of novolog insulin by syringe based upon the reading of 428 mg/dl. No adverse event reported. Customer's brother was unable to report the actual model of the second meter involved; therefore, an aviva meter has been assumed. Requested return of suspect device and strips, and replacement was sent.